Event description:
A customer contacted baxter (B)(4) regarding a broken spike on a uv flash transfer set. The customer stated the spike of the set was broken after disconnected from the cap when the cover of the clean flash was opened. The set had been in use for 30 days. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample evaluation is anticipated, but not yet begun. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). One used transfer set was received in reference to the report of cracked/broken. During visual inspection, it was noted that the tip of the spike was bent inward. The reported condition was confirmed in the lab to have a bent spike tip. Based on the information obtained from baxter's investigation, the root cause of the reported condition was a result of use/mis-use conditions during use. A batch review was not performed because the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.